Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. Homechoice apd systems trainer's guide give the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 10:41:54. During night drain cycle four, the patient's ultrafiltration reading was 1521ml, indicating the home patient (hp) drained 1521ml more than their maximum programmed fill volume of 2500ml. No additional information is available.